Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. It was noted that the patient underwent an magnetic resonance imaging procedure as the device was charging causing the device to go into backup operation. Potential capacitor damage was noted. A device download was performed successfully. The patient was stable throughout.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received noted the patient presented for additional device testing. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench. The cause of the bvvi was due to a por resulting from use with incompatible equipment (MRI).